Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump and caused it to shut down. There was no adverse impact to the customer's blood glucose level. A replacement pump was sent.